Manufacturer narrative:
The investigation into the reported issue has been completed. The pump was not returned for investigation. The cause of the purge leak issue was not determined since product was not returned and sufficient clinical information was not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. There was noted purge leakage at the connection part between catheter plug and shaft. When the surgical mode was attempted to be used in the operation, the connection part between the catheter plug and the shaft was sticky. The purge fluid was thought to be leaking. However, replacement was necessary for the impella defect. There was no patient harm reported.